Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085425) on 09-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and menorrhagia ("heavy periods") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: nerve testing negative, MRI negative. Concomitant products included armodafinil (nuvigil), cefixime (flexeril), cetirizine hydrochloride, diphenhydramine citrate;paracetamol (excedrin pm), duloxetine hydrochloride (cymbalta), guaifenesin (mucinex), levothyroxine, pseudoephedrine hydrochloride, tizanidine hydrochloride (zanaflex) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), sleep disorder ("sleep issues"), menorrhagia (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), fibromyalgia ("fibromyalgia with various treatment explored"), nausea ("heavy and painful periods with nausea/vomiting"), vomiting ("vomiting"), diarrhoea ("diarrhea"), endometriosis ("endometriosis wrapped around bowels"), adenomyosis ("adenomyosis") and dysmenorrhoea ("painful periods") and was found to have weight increased ("weight gain") and uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (hysterectomy performed 2019) and required to get novasure ablation. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and sleep disorder was resolving, the menorrhagia, weight increased, fibromyalgia, nausea, vomiting, diarrhoea, uterine leiomyoma, endometriosis, adenomyosis and dysmenorrhoea outcome was unknown and the inflammation had resolved. The reporter provided no causality assessment for adenomyosis, diarrhoea, dysmenorrhoea, endometriosis, fibromyalgia, inflammation, menorrhagia, nausea, pelvic pain, sleep disorder, uterine leiomyoma, vomiting and weight increased with essure. The reporter commented: an injury (hospitalization/disability/permanent damage, and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): nerve stimulation test - on an unknown date: nerve testing - negative. Nuclear magnetic resonance imaging - on an unknown date: negative. Sleep study - on an unknown date: sleep apnea test negative. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.